Manufacturer narrative:
The device was not returned for analysis; however, the reported device expiration issue was confirmed through the lot history record of the reported part/lot. It should be noted that the xience sierra everolimus eluting coronary stent system instructions for use states: do not use after the use by date. The expiration date of the product is important for sterility, efficacy, and performance of the device. However, in this case there was no reported device failures or patient adverse events reported. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. There is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to user error as the device was used past the expiration date.

Event description:
It was reported that an expired xience sierra stent was implanted. There were no device issues and there were no adverse patient effects. There was no reported clinically significant delay in the procedure. No additional information was provided.